Manufacturer narrative:
This medwatch is for the suspect test strips used with the aviva combo system. (B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained a blood glucose result of 26.5 mmol/l on the aviva insight system. Within 10 minutes, patient reportedly retested blood glucose on an aviva combo system which reported a result of 9.7 mmol/l. No adverse event was reported.